Event description:
Reportedly, the subject programmer failed to boot and displayed an error message stating that an application error occurred. Preliminary analysis confirmed the reported behavior. A hardware issue related to component aging is suspected.

Event description:
Reportedly, the subject programmer failed to boot and displayed an error message stating that an application error occurred. Preliminary analysis confirmed the reported behavior. A hardware issue related to component aging is suspected.